Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("low back pain") in a (B)(6) female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In 2017 she experienced vertigo ("vertigo"), fatigue ("fatigue"), alopecia ("hair loss"), dry eye ("dry eyes (I can no longer use contact lenses)") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). In (B)(6) 2021 she experienced pruritus ("itching of increasing intensity, becoming unbearable, starting at the back of the knees and inner thighs, then progressing all over the body") and dry skin ("progressively increasing skin dryness"). In 2021 she experienced lichen planus ("lichen planus"), urticaria ("urticaria") and sleep disorder ("sleep problems"). Essure was removed on (B)(6) 2022. An unknown time later she experienced back pain (seriousness criteria medically important and intervention required), yellow skin ("skin became yellow"), sweat gland disorder ("no longer been able to sweat"), dry mouth ("dry mouth"), vitreous floaters ("myodesopsia"), tendonitis ("tendinitis of the left big toe") and asthenia ("lacking energy"). The patient was treated with surgery (hysterectomy for essure removal). At the time of the report, the dry skin was resolving, the yellow skin had resolved and the back pain, vertigo, fatigue, alopecia, dry eye, weight increased, visual impairment, pruritus, lichen planus, urticaria, sleep disorder, sweat gland disorder, dry mouth, vitreous floaters, tendonitis and asthenia had not resolved. No causality assessment was received for essure with regard to vertigo, fatigue, alopecia, dry eye, weight increased, visual impairment, pruritus, dry skin, lichen planus, urticaria, sleep disorder, yellow skin, sweat gland disorder, dry mouth, vitreous floaters, back pain, tendonitis or asthenia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (afssaps, reference number: (B)(4)) on 07-jun-2022. The most recent information was received on 17-jun-2022. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('low back pain') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced vertigo ("vertigo"), fatigue ("fatigue"), alopecia ("hair loss"), dry eye ("dry eyes (I can no longer use contact lenses)") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). In (B)(6) 2021, the patient experienced pruritus ("itching of increasing intensity, becoming unbearable, starting at the back of the knees and inner thighs, then progressing all over the body") and dry skin ("progressively increasing skin dryness"). In 2021, the patient experienced urticaria ("urticaria"), lichen planus ("lichen planus") and sleep disorder ("sleep problems"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), yellow skin ("skin became yellow"), sweat gland disorder ("no longer been able to sweat"), dry mouth ("dry mouth"), vitreous floaters ("myodesopsia"), tendonitis ("tendinitis of the left big toe") and asthenia ("lacking energy"). The patient was treated with surgery (hysterectomy for essure removal). Essure was removed on (B)(6) 2022. At the time of the report, the back pain, urticaria, pruritus, lichen planus, vertigo, fatigue, alopecia, dry eye, weight increased, visual impairment, sleep disorder, sweat gland disorder, dry mouth, vitreous floaters, tendonitis and asthenia had not resolved, the dry skin was resolving and the yellow skin had resolved. The reporter provided no causality assessment for alopecia, asthenia, back pain, dry eye, dry mouth, dry skin, fatigue, lichen planus, pruritus, sleep disorder, sweat gland disorder, tendonitis, urticaria, vertigo, visual impairment, vitreous floaters, weight increased and yellow skin with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 47 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-jun-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.